Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for no disposable. Troubleshooting was performed but the alarm persisted. Rate 1.4ml/hr; resolution volume 8.1ml; volume given 91.9ml. Per the reporter, there were no adverse patient effects.